Event description:
During placement of lumbar epidural catheter (during labor and delivery), the catheter would not thread. Upon removal of catheter and tuohy needle together catheter came out with approximately 1cm of tip sheared off. Unable to find catheter tip in area surrounding patient. Anesthesia also following up with neurosurgery to determine recommended follow up plan. Patient is g1p0 at 40.2 weeks. Pregnancy has been complicated by maternal celiac, iron deficiency, and hsv with hsv prophylaxis started at 36 weeks. Gbs negative. Srom at home; labored for several hours before epidural was inserted. Patient ultimately had cesarean delivery due to fetal decelerations.